Manufacturer narrative:
One (1) shoulder pack (lot #1050199) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged hooks can be attributed, but not limited to wear and/or due to the handling of the pack. The reported event could not be confirmed as the unit was not available for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hook of the ventricular assist device (vad) shoulder pack "comes out from its house." The pack was removed from service and replaced. No patient complications have been reported as a result of this event.